Event description:
It was reported that a physician was attempting to use an endeavor resolute stent to treat a lesion in a patient and it was found that the stent was undeployed and the physician unable to deploy the stent at the lesion. The lesion was in the distal lad with 80% stenosis. No patient injury or clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The mid stent segments were flattened. The distal tip was damaged. The balloon was inflated and the stent deployed without any issues. The balloon maintained pressure at 9atms and 15atms. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (failure to deliver and deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 80% stenosis 205 failure to follow instructions ¿ (force used while advancing stent). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 80% stenosis. Inherent risk of procedure ¿ (failure to deliver and deformation). User error contributed to the event - (force used while advancing stent). (B)(4).